Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had continuous poor control of their blood glucose level. The customer declined to complete any troubleshooting with tandem technical support. No additional information was provided on the reported event.